Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Customer returned pump for alleged under delivery and high bg found on (B)(6) 2021. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0872 inches. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. No unexpected alarms/suspends related to an under delivery anomaly. The history/trace downloads were successful using thus and carelink. The daily total of bolus delivered on (B)(6) 2021 was 7.5 u. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, partially stained serial number label, and cracked retainer. Pump passes function testing. Unable to verify customer alleged for high bg or possible under delivery anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was possibly under delivering. Customer stated that there was recurrent under delivery episodes even after changing the set and reservoir. Customer had high blood glucose. Customer's blood glucose at the time of event was 316 mg/dl and current blood glucose was 230 mg/dl. Auto mode was not active. No harm requiring medical intervention was reported. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0872 inches. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. No unexpected alarms/suspends related to an under delivery anomaly. The history/trace downloads were successful using thus and carelink. The daily total of bolus delivered on 08-oct-2021 was 7.5 u. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture d on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, partially stained serial number label, and cracked retainer. Pump passes function testing. Unable to verify customer alleged for high bg or possible under delivery anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.